Manufacturer narrative:
The hill-rom technician found the power control board sidecom assembly to be inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power control board sidecom assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the beds nurse call is not working. The bed was located at the account in 15. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).